Manufacturer narrative:
Block g5: PMA number is not applicable. Upon further review, it was identified that this complaint was not required to be reported through this process. This is a non-commercial product that is captured under the ide for the illumenate btk clinical study. H3 other text : placeholder.

Manufacturer narrative:
The patient's age at time of event or dob is unknown. This information was not provided by the facility. The patient required revascularization of the target limb. This is being reported as a follow-up to the clinical study. Report source: foreign- (B)(6) / study name: (B)(6) - patient ID# (B)(6). PMA number is not applicable. The device is ce marked that was used as part of a clinical study under an ide. During the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2018, two stellarex catheters were used to treat the de novo target lesion of the left proximal and distal at. Approximately 6 months post index procedure, the patient experienced a non-healing ulcer. A successful revascularization of the target limb was performed on (B)(6) 2019.